Event description:
Patient s/p left total maxillectomy with orbital floor reconstruction approx seven years ago in (B)(6). There was wound dehiscence at the time and no post operative imrt. She remained disease free and wanted repair of the area. She had an open wound on left nasal wall with connection to intranasal cavity and titanium mesh exposure from the left orbital floor. On (B)(6) 2017, she underwent left cervical facial flap and left orbital floor repair, removal of hardware. She also had left cervical flap local tissue rearrangement, orbital floor reconstruction, lt temporary tarsorrhaphy. We are unable to determine MFR of the plate. Implanted date: 7 years ago.